Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant the device displayed a high impedance voltage problem. The high voltage measurement was taken while the device was in the pocket. When the lead was connected to the previous device the impedance measurements remained high. A new lead was implanted and when connected to the new device the device impedance measurement was high. At this point, another device was chosen and the new lead was connected to it. The impedance measurements were found to be within acceptable range. It was determined there was a connection issue at implant. The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.